Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the screw in question broke when fixing the cranial bone following an operation for a brain tumor. The surgeon decided to remain the broken tip in the cranial bone and finished the operation. No surgical delay was reported. There was no adverse consequence to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no anomalies were detected during the review of the attached device history record. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.